Event description:
It was reported that the patient¿s lead migrated out of the epidural space resulting in ineffective therapy. As such, surgical intervention took place wherein the lead was explanted and replaced to address the issue. Reportedly, effective therapy was restored post op.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.